Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that intra-operatively, impedances were good, and then the manufacturer's representative met with the patient (B)(6) and all but one electrode from 8-15 was &#61569;bad.&#63508;the manufacturer's representative met the patient (B)(6) 2015, and impedances changed, and a few more were &#62927;working&#63502;now. The caller stated that 14 and 15 were &#62927;working&#63489;and that 9, 10, and 11 were &#62351;not working.&#63508;the manufacturer's representative was able to get stimulation up higher and the patient was doing well, and getting relief. The caller stated that on (B)(6), the patient told him that it felt like the device was &#62664;shorting out with different positions.&#63508;the doctor put in a 30 cm lead in a bigger guy. The caller thought that maybe it was pulling when he moved due to torque or pull. The caller was able to get stimulation in places he was not able to before, and some additional contacts were good. The caller asked why this would happen. The caller was interested to see if this would fix itself even more&#62728;the impedances. The caller told to the patient to reach out to him, if he saw anything positional in nature with a possible loss of therapy. The caller stated he told him that they would follow-up with the doctor. An impedance check on (B)(6) revealed some of the impedances returned to within normal range. A few remained out of range. Despite this, the manufacturer's representative was able to get decent coverage of the patient&#62688;pain utilizing the 0-7 contacts. When the manufacturer's representative did utilize some of the good contacts on 8-15, he was able to get better coverage. However, the patient did indicate that the stimulation seemed to shut on and off when he moved. The patient was instructed if this continued to notify the manufacturer's representative so that the doctor could be notified. As it turned out, the patient called the implanting physician&#62688;office a few days after the reprograming session. Despite getting effective coverage utilizing 0-7 contacts, the manufacturer's representative was able to get even better coverage utilizing some of the good contacts on 8-15. As the manufacturer's representative indicated before, tech services seemed to agree with him because the patient only had a 30cm lead implanted. Therefore, when he moved, it potentially pulled at the header block causing the impedances to go from good to bad. As of (B)(6) 2015, there had not been any plans to perform a revision and add a 20cm extension. If the physician and patient agreed to add an extension at a later date, the manufacturer's representative would update the situation.

Event description:
Additional information received reported that the patient was going to have a revision on (B)(6) due to the issues with right side coverage and high impedances. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had a few symptoms after implant, including dry heaves after surgery and strong abdominal pain. After the implant, the patient turned on stim and noted the right side stimulation was intermittent. The right would cut off, and was intermittent stim. Sometimes it felt like it all of a sudden grabbed the right leg and it was strong. However, the patient had good left side coverage. Impedance measurements were taken on the date of report and the 0-7 was good and normal, but the 8-15 was all >10,000 ohms. The lead and ins had tested fine intraoperatively for impedances. The manufacturer's representative asked the chance of fluid getting into the ports of the neurostimulator at the self-sealing grommets on the implantable neurostimulator (ins). The manufacturer's representative wondered if perhaps the lead could have pulled out of the ins, or been stretched because of the lead tail length. The clinician did not use an anchor and the patient had a paddle lead that was 30cm. The caller noted there may not be a whole lot of strain relief loop with the 30cm lead. The manufacturer's representative noted that the patient was a ¿bigger guy.¿ the cause of the ¿oor¿ impedances was not determined, but it was suspected that the lead may have pulled out of the header block. This was because all the impedances were good before the pocket was closed. The manufacturer's representative was able to get some right leg coverage with reprogramming on the date of report. The patient would just let it run to see how it would go. Later it was reported that the intermittent stimulation was resolved at the manufacturer's representative initial follow-up with the patient, by utilizing the contact of the lead that were good. The patient was doing well and was receiving effective therapy with equal coverage b in his lower extremity. In discussing the situation with the implanting physician, there were no immediate plans to add an extension to the 30cm lead or to reconnect/tighten the lead at the connection, if that was the cause of the oor impedances, as long as the patient was receiving effective therapy. The manufacturer's representative noted the issue did not appear to be device related. The patient was to follow-up with the doctor the week prior to 2015-02-05. A call to the doctor¿s office to see if the patient had followed up had not been returned.